Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event occurred with an interlink extension set. This occurred during infusion of taxol, using a non-baxter pump. The reporter stated that the nurse began infusion and then received occlusion alarms from the pump. The nurse replaced the set and the infusion proceeded. There was patient involvement; however there was no adverse event associated with the report. Additional information was requested and is not available.